Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred immediately at the start of treatment and was noted by the phoenix hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 150cc. Treatment was resumed on a new psn 210 dialyzer of the same lot and completed without incident. No patient injury or medication intervention was reported per hcp.

Manufacturer narrative:
A batch review conducted by the mfg facility revealed no aberrances.